Manufacturer narrative:
The manufacturer conducted a follow up with the initial reporter to gather more information on the incident. The hcp reported that the patient needed to be seen at urgent care for a cerustop wax guard in his left ear canal. Wife is a retired rn so she has an otoscope at home but was unable to get it out. The hcp reports cshells did not retain wax guard from the initial fitting. It first happened in the hcps office and the cp was able to remove it and instructed the patient to press down on the wax guard when inserting a new one to be sure it is in the cshell all the way. The patient did not suffer any medical symptoms in the course of this event. The patient has recovered and continues to wear the current his and cshells but was advised not to use the wax guards in the current molds. Yes. Audiologist ordered new cshell molds. Affected left cshell sn: (B)(6). The manufacturer has checked the modelling files of the custom-made earpiece (cshell) subject to this incident and confirms the modelling was done according to the order of the hcp. There were no issues identified with how the tip of the shell was design in regard to the placement of the cerustop waxguard. Manufacturer confirms that cerustop wax guard is a detachable part by design. Its function is to protect the receiver from earwax and debris accumulation. Cerumen filers need to be replaced regularly to prevent acoustic sound deterioration. An applicable risk on the detachable parts of the device remaining in the ear canal is present in the risk assessment of this device. Risk control measures, including appropriate warning in the user guide, are implemented. The user guide also contain a dedicated instruction on the filter replacement method. The manufacturer checked service records. There were no services to these devices prior to this event. The manufacturer checked for similar complaints in the last three years and there have been no trends identified. The manufacturer will keep observing for trends. This is the final report.

Event description:
It has been brought to manufacturer's attention that the hcp reported she noticed the wax guards did not go easily into the when she went to fit them with the patient. The patient ended up having to go to urgent care because the wax guard fell out and got stuck in his ear.